Event description:
Event: (cc# 98-00682) after iabp for 24 hours, the waveform dampened. When the iab was removed a kink was noted in the iab. On 10/20/98, datascope was notified that the iab was discarded and would not be returned for evaluation. [Event complications]: unknown - reported 6/4/98. [Patient's current status]: unk - rpt'd 6/4/98.